Event description:
The customer reported that there is a leak coming from 40 psi pressure regulator of the vela ventilator. Furthermore, there was no patient reported associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer is still having issues with the blender and was advised that the issue may be the electrical or the solenoids not opening. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.